Event description:
It was reported that the middle of the intima-ii y 20gax1.16in prn/ec slm extension tubing ruptured during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the tubing connecting the prn and the needle broken, causing the patient to bleed". "The rupture occurred in the middle of the extension tube. The rupture occurred during the use of the product, which has not occurred in the application before".

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 0168639. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not 6: be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the middle of the intima-ii y 20gax1.16in prn/ec slm extension tubing ruptured during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the tubing connecting the prn and the needle broken, causing the patient to bleed" "the rupture occurred in the middle of the extension tube. The rupture occurred during the use of the product, which has not occurred in the application before".